Event description:
Impella purge cassette was found to be leaking after a low-pressure alarm sounded. The cassette was replaced per the manufacturer¿s guidelines with no adverse outcome. Manufacturer response for temporary non-roller type left heart support blood pump, impella (per site reporter) manufacturer is actively investigating.